Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned, therefore an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on historical data, the reported event may be related to improper opening of the polyfoil pouch. Past complaint, records have shown that if the polyfoil pouch is not opened completely when attempting to remove the carrier tube assembly, the bypass tube can become dislodged. However, without the device returned to confirm this no definitive conclusion can be drawn. The IFU states: "remove the angioseal device contents from the foil package by opening the package at the arrow indicator taking care to pull the foil seal apart completely before removing the angioseal device".

Event description:
The user facility reported that the anchor and a part of the collagen sponge were already exposed on the angio-seal device when the angio-seal poly-foil pouch was opened. The device was not used and another angio-seal device was used to continue the procedure. Subsequently, hemostasis was successfully achieved by the second device. The procedure before deploying the device was thrombectomy. The puncture artery was the right common femoral artery. There was no vascular calcification, nor meandering, nor bent. There was no health damage to the patient.